Event description:
It was reported, the camera head had a cable that was pulled out of control button. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found dead pixels on the image. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): handling and general precautions. Caution: do not round the camera cable smaller than 20 cm in diameter. There is a possibility of damage. When rounding the camera cable, be careful not to twist the cable. There is a possibility of damage. One method of winding the cable that does not cause twisting is to overlap the loops of the cable by alternating the top and bottom of the overlapping loops. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. The most probable cause of the disconnection could not be identified based on the information obtained from this complaint and the investigation results. Olympus will continue to monitor the field performance of this device.